Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and discovered that the unit's pressure reading was inaccurate and the unit required calibration. The fse resolved the issue by calibrating the pressure gain and tested the unit for an hour, thereafter without any issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) was providing an inaccurate pressure reading. It was also reported that the end user switched to another iabp unit to perform therapy. There was no patient involvement, and no adverse event reported.